Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had to be explanted from a patient's right eye due to refractive surprise. The patient's symptoms persisted for three months. There was no delay in treatment and no medical or surgical interventions reported. It was indicated that the patient has fully recovered. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 5/31/2022. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received inside of a different serial numbers lens case. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and no issues that could contribute to visual disturbances or blurry vision. Based on the return condition of the lens, no further product evaluation could be performed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.